Event description:
It was reported that the device pressure sensor board needs to be replaced. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a, g, b, c and d grids and manufacturer narrative (shr). A review of the service history record for sn 14115385 was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Additional information : remedial action required, remedial action #.

Event description:
It was reported that the device pressure sensor board needs to be replaced. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer used for date of event device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 09jun2014. The review was performed from the date of manufacture to the present date 07apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device pressure sensor board needs to be replaced. There was no patient involvement.